Manufacturer narrative:
(B)(4).

Event description:
The pt was implanted this morning. The healthcare professional was having trouble waking the pt up. The pump was used to deliver morphine. Additional info has been requested. A f/u report will be sent if additional info becomes available.